Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The pharmacist at the clinic reported that the surgeon could not implant the cup because there was a non-conformity of the grain size on the outer surface of the cup resulting in insufficient holding. Removal of the faulty cup. Another implant same size was used to complete the surgery. Correct fitting. No adverse consequences." Left hip

Manufacturer narrative:
An event regarding a seating/locking issue involving an adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was not returned by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the seating/locking issue could not be determined because insufficient information was provided. Further information such as return of the device, operative notes and x-rays are need to complete the investigation. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The pharmacist at the clinic reported that the surgeon could not implant the cup because there was a non-conformity of the grain size on the outer surface of the cup resulting in insufficient holding. Removal of the faulty cup. Another implant same size was used to complete the surgery. Correct fitting. No adverse consequences." Left hip.